Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad and mas quality controls processed using vitros immunodiagnostic products intact pth reagent lots 1610 and lot 1621 on two vitros 5600 integrated systems. Vitros ipth lot 1610: biorad level 1 lot 64960 results of 21.79, 23.11, 23.15, 22.60, and 22.64 pg/ml versus the expected result of 33.12 pg/ml. Biorad level 3 lot 64950 results of 394.01, 371.84, 400.52, 378.83, 381.74 and 396.91 pg/ml versus the expected result of 575.20 pg/ml. Biorad level 3 lot 64960 results of 513.93, 517.19 and 522.14 pg/ml versus the expected result of 746.30. Vitros ipth lot 1621: biorad level 1 lot 64960 result of 21.70 and 22.52 pg/ml versus the expected result of 33.12 pg/ml. Biorad level 3 lot 64960 results of 490.00, 518.69 and 522.00 pg/ml versus the expected result of 746.30. Mas level 3 lot 24113a result of 1171.55 pg/ml versus the expected result of 1584.00 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from a quality control fluid and were not reported from the laboratory. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number five of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad and mas quality controls processed using vitros immunodiagnostic products intact pth reagent lots 1610 and lot 1621 on two vitros 5600 integrated systems. A definitive assignable cause could not be determined. As vitros ipth lots 1610 and 1621 were new reagent lots for the customer at the time of the events, no historical qc results were available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. Additionally, continual tracking and trending indicates a possible performance issue with vitros ipth reagent lots 1610 and 1621. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Within run precision testing was not processed on the vitros 5600 systems and an instrument related issue cannot be entirely ruled out. However, the customer gave no indication of an instrument issue when running their previous lot of vitros ipth or with any other assays. Additionally, a new lot of vitros ipth was within expectation on the vitros 5600 system it was tested on with no actions performed on the analyzer. Email address for contact office above is (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number five of six mdrs for this event. Six 3500a forms were submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).